Event description:
It was reported that a user on social media described fluctuating blood glucose while using the ilet pump, and the device-related problem could not be characterized due to insufficient information; no specific device component could be identified due to insufficient information. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available and the device problem remained insufficiently characterized, with no specific component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.